Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead triggered an alert for high out of range shock impedances. The impedances were typically 118-125 ohms, but this is the first time the alert was triggered for the values to be out of range. At this time, the lead remains in service and the patient is being monitored. No adverse patient effects were reported.

Event description:
Additional information was received which indicated this rv lead was surgically abandoned. The impedances were observed to have increased to 128 ohms. The existing device was also changed out and both products were successfully replaced. No additional adverse patient effects were reported.